Event description:
It was reported the patient¿s implantable neurostimulator (ins) had ¿automatically turned off.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).